Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6) a getinge field service engineer (fse) evaluated the unit and clean and reset all the connections inside screen, problem solved. Checked and passed all required tests, found ok. Unit observed for 1hr. Unit working fine.

Event description:
It was reported by field service engineer(fse), during routine check cs300 intra-aortic balloon pump (iabp) had intermittently screen flickering issue. There was no patient involvement.